Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation, shortly after starting phacoemulsification, the patient experienced a corneal burn in the left eye. The ophthalmic handpiece appeared milky. Shortly thereafter, surgery continued without the phacoemulsification handpiece, using a vitrectomy cutter with corticosteroid instead. After insertion of a pupil expansion ring, vitrectomy was continued. The cornea was sutured. Acetylcholine, balanced salt solution, and antibiotic were applied to the cornea. Human amnion was placed on the cornea, followed by a contact lens. Miotics and antibiotic eye drops were administered. A carbonic anhydrase inhibitor was given by anesthesiology. Eye dressing was applied, and no lens was implanted. Procedure details and the patient¿s current condition have not been provided. Additional information has been received that the procedure was not completed. The naturals lens is still in the eye and hence the artificial lens has not been implanted. The current patient condition is unknown. Additional information has been requested; none has been received to date. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6., and h.11. No technical inquiries were received from the customer. One tray containing tubing and a cassette was received at the investigation site; however, no phacoemulsification tip was returned for evaluation for the report. Therefore, the condition of the product could not be verified. The reported product¿s lot number did not contain a phacoemulsification tip, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.